Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing unspecified symptoms of withdrawal, and the device was explanted and replaced. The hcp changed the dose with resolution for several days, but then symptoms would recur. A follow-up report will be sent when additional information becomes available.